Event description:
It was reported that the device had early battery depletion. The left ventricular lead was also noted to have high threshold. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53, lead, implanted: (B)(6) 2010; 6947-65, lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.